Event description:
It was reported that the patient had inappropriate shocks due to a fast tachycardia rate. The patient went to the emergency room to have the system checked. A review of the electrograms for the shock episodes was done by technical services. The intrinsic rates were in the 230bpm range. Technical services discussed options with the caller. There were no additional adverse patient effects. The system remains implanted.